Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while in the hospital ER. Supraventricular tachycardia (svt) at 160bpm contributed to the false detection. A physician was present and the pt was reported to have been conscious at the time of treatment. A review of the downloaded data shows that the pt pressed the response buttons during a prior treatment sequence, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. Following the event, the pt was connected to hospital telemetry and the lifevest was removed.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The pt was connected to hospital telemetry and the lifevest ws removed. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): reuse, electrode belt (B)(4): 11/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent any inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.